Event description:
Related manufacturer report number: 2017865-2022-13457. It was reported that the patient was asymptomatic I was noted that noise, oversensing was observed on the atrial lead during interrogations in clinic. It was also noted that no capture thresholds could be obtained on the left ventricular (lv) lead due to the lv lead sensing atrial flutter waves in the atrium at the time of interrogation. Dislodgement of the lv lead was confirmed. The ra and lv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.